Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol ventralex meshes on (B)(6) 2007 and (B)(6) 2008. As reported, the patient is making a claim for an adverse patient outcome against both devices. It is alleged that the patient had revision surgeries on (B)(6) 2008 and (B)(6) 2017. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2005 ¿ patient was diagnosed with incarcerated umbilical hernia thereby underwent open repair with the implant of perfix plug (device #1). Per op notes, ¿the hernia sac was separated from overlying umbilicus. A small perfix plug (device #1)was placed just deep to fascia using sutures.¿ (B)(6) 2007 - patient was diagnosed with incisional ventral hernia thereby underwent open repair with the removal of mesh (device #1) and implant of ventralex mesh (device #2). Per op notes, ¿the previous hernia and new hernia made into single defect. A perfix plug (device #1) was excised and a ventralex mesh (device #2) was placed deep to abdominal wall and positioned using sutures.¿ (B)(6) 2008 ¿ patient was diagnosed with chronic abdominal pain , adhesion, delaminated mesh thereby underwent laparoscopic to open repair with removal of mesh (device #2) and implant of ventralex mesh (device #3). Per op notes, ¿adhesions had been taken down and the mesh (device #2) was profoundly contracted and delaminated from the abdominal wall surface was excised. A large ventralex mesh (device #3) was secured to peritoneal surface using tacks.¿ (B)(6) 2008 ¿ patient was diagnosed with small bowel obstruction secondary to intraabdominal adhesions thereby underwent laparoscopic repair. Per op notes, ¿adhesions were taken down. The small bowel was eviscerated through the incision and fluid was milked to area concerning for bowel perforation.¿ (B)(6) 2017 ¿ patient had abdominal pain and diagnosed with left spigelian hernia and mesh eroded to small intestine thereby underwent laparoscopic repair with the removal of infected mesh (device #3). Per op notes, ¿scar tissue was excised and adhesion was lysed. Small spigelian hernia was found on left side. Mesh (device #3) had eroded into the small bowel was resected enbloc.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This supplemental emdr represents the bard/davol mesh - ventralex (device #2). Additional emdr and supplemental emdr were submitted to represent the bard/davol perfix plug (device #1) and bard/davol mesh - ventralex (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol mesh - ventralex (device #1). An additional emdr was submitted to represent the bard/davol mesh - ventralex (device #2). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol ventralex meshes on (B)(6) 2007 and (B)(6) 2008. As reported, the patient is making a claim for an adverse patient outcome against both devices. It is alleged that the patient had revision surgeries on (B)(6) 2008 and (B)(6) 2017. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.